Event description:
Device issue: separated core. Time of device issue: during the procedure. Adverse event: none. It was reported that the guide wire fractured at the proximal end during insertion into the catheter. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned guide wire noted that there was no blood visible, suggesting that the guide wire may have been wiped down prior to returning. There was contrast on the coils, suggesting possible handling of the tip. The reported fracture was confirmed. The core was separated at the proximal end of the hypotube and there was a small portion of the core extending out from the hypotube. Scanning electron microscopy analysis was performed, and suggested that the core may have been subjected to ductile overload at a bend. Typically, a ductile overload of this type suggests possible force was applied to the proximal end of the guide wire while advancing against resistance. If excessive force is applied, this may cause the guide wire and/or catheter to kink and may ultimately cause the wire to separate with add'l handling. The joint area which transitions from the core to the hypotube may be more vulnerable to separation if force is applied once kinked. Additionally, analysis noted three bends in the tip 4 mm, 6 mm, and 8 mm proximal to the tipball and the tip coils were pushed 2 mm distal from the center solder. The intermediate coils were also pushed 1 mm distal from the proximal solder. Although this damage was not reported, it may be possible that resistance was encountered while attempting to advance into the catheter. There was no damage noted prior to use, suggesting that the damage was not pre-existing. It was also noted that the tipball was corroded which appears to be due to transportation back to abbott vascular for eval, and does not appear to have contributed to the reported difficulty. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the cure and shaping ribbon were intact. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, lot release testing results were reviewed and all samples met all manufacturing criteria. Overall, the core separation and subsequent damage to guide wire appears to be related to case circumstances, and there is not indication to suggest a product quality deficiency. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.